Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.